Manufacturer narrative:
Additional information: b5. Correction: g3 - 'date received by manufacturer' was previously reported as jul 21, 2025, and should have been reported as jul 29, 2025.

Event description:
New information received notes that the patient was asymptomatic, no interventions were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. A device interrogation revealed episodes of non-sustained right ventricular oversensing (nsrvo) caused by over-sensed noise exhibited by the right ventricular (rv) lead. Further information was requested but not received.